Manufacturer narrative:
The device history record (DHR) for lot 24g209 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Samples and photos were provided for evaluation and the reported issue was observed however a definitive root cause could not be determined based on the available information. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that few syringes they open, there's no tip on the syringe which makes drawing up vaccines with needles rather difficult. The doctor stated that he had a needle break off the syringe while vaccinating a cat.